Event description:
Boston scientific received information that this right ventricular (rv) lead had history of fracture and was recently displaying high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms. This right ventricular (rv) lead was surgically abandoned and capped. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.